Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The endoscope controller (ec) has been returned and evaluated by the failure analysis team. The failure analysis investigation could not reproduce the customer reported complaint. However, the error/fault was confirmed via error logs/system logs. The ec was installed with a test system to program unit software. The system was power cycled 10 times without error, then launched in normal mode and the image quality was clear and free of noise with correct coloration.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 48204, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) field service engineer (fse) has been dispatched to investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the reported problem. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is being classified as a reportable event due to the following conclusion: the endoscope controller (ec) needed to be replaced and the issue was reproducible. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported during the da vinci-assisted surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error 48204 was displayed during the connection of the endoscope. The tse checked the error logs and found error 48204. After reseating the endoscope, the customer continued the procedure. The endoscope controller needs to be replaced. The procedure was completed as planned with no patient injury and no delays. Isi contacted the site and did not receive any additional information.